Manufacturer narrative:
Device passed displacement test and self test. No moisture damage found inside battery compartment, reservoir compartment or on electronic or motor assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded or stained serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the screen went blank due to jumping in a lake with the insulin pump. Insulin pump is no longer functional. Troubleshooting occurred but did not fix problem. Customer did not show any signs of symptoms and no treatment was needed. Insulin pump will be returned for analysis and replacement pump will be sent.